Event description:
Per the clinic, the patient experienced an infection and skin breakdown at the implant site. Subsequently, the patient was treated with IV, oral and topical antibiotics (specific date and duration not reported). The device then was explanted on (B)(6) 2024, and there are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 16, 2024.

Manufacturer narrative:
Per the clinic, there was also an extrusion of the implanted device. This report is submitted on june 26, 2024.